Manufacturer narrative:
This report is submitted on january 05, 2024.

Event description:
Per the clinic, the patient underwent revision surgery under general anesthesia on (B)(6) 2023, to reposition the device. During the procedure, the electrode was cut, leading to the device being explanted. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 19, 2024.

Manufacturer narrative:
Correction: the correct date of this report (b4) is october 19, 2023; not october 12, 2023, as previously reported. Per the clinic, the patient experienced pain due to migration of the receiver/stimulator and electrode array (specific date not reported). This report is submitted on january 11, 2024.